Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? 1. As of today (B)(6) , the only patient consequence was delay of case 2. No change in post-op care was reported. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a laparoscopic sleeve gastrectomy ech60l, reloads and slr were being used. The first fire of the stapler, loaded with a green gst60g reload and reinforced with ech60r was used and fired without incident. The stapler was cleaned using a vigorous swish in saline, wiped with a towel and reloaded with a gst60b and reinforced. On first attempt, the anvil reinforcement attached, but the staple cartridge side reinforcement did not attach. Scrub tech closed and opened device a second time and it loaded. Stapler was closed on tissue and fired. After about 10mm, the tissue started milking out the tip and the reinforcement material seemed to be caught/bunched. The staple line was bleeding and staples malformed. A new stapler was opened and the case proceeded. On the second to last and the last reload, the scrub tech had a similar issue with the slr not sticking properly on the first try despite it appearing to the rep that she was loading it properly.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024 batch # 671c68 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 671c68, and no non-conformances were identified.